Manufacturer narrative:
Submit date: 4/25/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the tip of syringe broke off in the syringe pump when registered nurse was administering IV lipids to a neonate. New dose in syringe sent from pharmacy.

Manufacturer narrative:
Submission date: 08/17/2018. An investigation was performed for the reported customer complaint: ¿the customer states that the tip of syringe broke off in the syringe pump when registered nurse was administering IV lipids to a neonate. New dose in syringe sent from pharmacy.¿ a review of the device history record (DHR) for reported lot number 731814 indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. During the manufacturing of the syringe assemblies, syringes are visually inspected and physically tested. Control mechanisms are in place to prevent the occurrence and acceptance of damaged syringes during the syringe molding, assembly and packaging processes. These mechanisms include, but are not limited to: material verification/certification processes, periodic audits, dimensional specifications, machine maintenance requirements, and personnel training and certification. The syringe barrel is periodically inspected during the production process. A lot cannot be released unless it passes all visual and physical testing requirements. Inspectors routinely examine the product to ensure it meets acceptable quality level (aql) sampling criteria. Inspections focus on damaged product or components, holes, splits, or cracks in barrel which permit leakage, leakage in fluid pathway, and luer tip not to specification. Testing for this component during production includes the plunger being exercised during the assembly process to distribute the silicone in the barrel and on the rubber tip. Leak testing is also conducted to ensure the syringe draws, holds and expels fluid properly. No adverse conditions, special circumstances, or events were documented that may have led to the reported event. The syringe is intended to be a single use syringe and not qualified as a prefill syringe. There was one (1) sample (opened) returned with this complaint. The sample included a 3ml monoject syringe and a green plastic component that had two female luer connections. The smart tip needle that would have been attached to this syringe when it was manufactured was not returned with this sample. The green component is from anther manufacturer. The luer tip of the syringe was broken off and stuck inside one of the female ends of the green component. There were no signs of damage on any other parts of the syringe. A 6m root cause analysis did not identify any issues with the manufacturing process that would have caused this issue. The most likely cause of this condition is the user over-torqueing the needle during the assembly process onto a luer connection device (sourced by the customer) that was made of a more rigid material. The reported customer complaint is confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.